Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: cat# 6942-6-070; unitrax v40 sleeve +4mm; lot# 57955901. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not returned to the manufacturer.

Event description:
It was reported that the patient's left hip was converted from a hemi to a total due to patient complaint of pain. A unitrax size 55 head and v40 +4 sleeve were removed and a trident ii shell, mdm metal liner, adm/ mdm poly insert, and femoral head were implanted. Rep confirmed that no further information will be released by the hospital or surgeon.

Event description:
It was reported that the patient's left hip was converted from a hemi to a total due to patient complaint of pain. A unitrax size 55 head and v40 +4 sleeve were removed and a trident ii shell, mdm metal liner, adm/ mdm poly insert, and femoral head were implanted. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding pain involving unknown unitrax head was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. H3 other text : device not available.